Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Using the patient mini-sim and iabp trainer, the stm performed all ECG tests according to service manual; the stm was unable to reproduce the reported issue. The biomed that reported the issue informed the stm that the ECG signal was being 'slaved' off of another piece of equipment. The biomed will investigate the equipment that the signal was being slaved off of. All functional and safety tests were performed and passed to meet factory specifications, and validated calibration. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the slave port for ECG was not working on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.